Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump screen grayed out and customer was not able to read the screen. It was also mentioned that the insulin pump faded out. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device passed self test and displacement test. No display anomalies noted including gray display or missing segments / partial display anomalies noted.